Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a multi-link stent delivery system (sds) was selected for the procedure. At some point the stent implant dislodged from the balloon on the sds. There was no reported adverse patient effects. No additional information provided.

Manufacturer narrative:
(B)(4). Corrections: date of event; catalog#; device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received states that the procedure was to treat a de novo lesion in the totally occluded, mildly tortuous, non-calcified, proximal circumflex coronary artery. After successfully implanting 2 multi-link vision stents, a 4.00 x 12 mm multi-link vision stent was to be implanted. However, it was reported that the stent implant dislodged in the area of the ostium of the left main coronary artery. Half of the stent was in the ostium and the other half remained in the guide catheter. A new unspecified sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information provided.